Manufacturer narrative:
Concomitant medical products: model number: 72400098, lot number: 0181432003, model description: control pump fgs. Model number: 72400024, lot number: 454215010, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to an infection. Additional information received states the infection was located in the scrotum in the perineal area. The patient's symptoms began approximately mid-january. The patient was given antibiotic treatment to address the infection. Following the surgery the patient was doing well. A reimplantation surgery has been scheduled for tuesday, (B)(6) 2020. Additional information received states the patient was implanted with a new device on (B)(6) 2020.

Manufacturer narrative:
Device evaluation: the cuff component was visually inspected, microscopically inspected, and tested for leaks, the product analysis did not identify any damage, irregularities, or leaks. The analysis of the pump component consisted of visual inspection, microscopic examination, leak testing, and functional testing. A leak was identified in the pump-balloon krt that was determined to be most probably cause by sharp instrument damage consistent with device explant and will therefore be considered a secondary failure. The pump failed the poppet pressure test. A pump functional failure was identified. The allegation of infection cannot be confirmed through product analysis. The returned balloon component was visually inspected, microscopically examined, tested for leaks, and functionally tested. Analysis of the balloon component did not identify any damage or irregularities. The balloon met the functional pressure requirement. Model number: 72400098 lot number: 0181432003 model description: control pump fgs. Model number: 72400024 lot number: 454215010 model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to an infection. Additional information received states the infection was located in the scrotum in the perineal area. The patient's symptoms began approximately mid-january. The patient was given antibiotic treatment to address the infection. Following the surgery the patient was doing well. A reimplantation surgery has been scheduled for tuesday, (B)(6) 2020. Additional information received states the patient was implanted with a new device on (B)(6) 2020.